Manufacturer narrative:
Results: loadcell.

Event description:
It was reported by service report that the foot left load cell bouncing around. No patient involvement or adverse consequences are reported.